Event description:
It was reported that as the physician was inserting and rotating the intraocular lens the haptic tore the posterior capsule. The lens was removed, a vitrectomy performed, an iol implanted in the anterior chamber and stitches placed.

Manufacturer narrative:
The iol was received and inspected under 10x magnification. One distorted haptic was confirmed. While the cause of this event has not been determined the results of our investigation reasonably suggest it is not manufacturing related. The lens met manufacturing specifications prior to release.